Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient expiring due to bleeding is related to v.a.c.® therapy. There have been several attempts made to gather additional information related to the event, but there has been no response. No additional information has been provided to date. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.

Event description:
On dec 9 2015, the following was reported to the kci (B)(4) representative by the nurse: on (B)(6) 2015, a patient on activ.a.c. Therapy had a bleeding event and death occurred. On dec 17 2015, the following was reported to the kci (B)(4) representative by the nurse: around 10:00, the patient's cardiac monitor was alarming. Upon entering the patient's room the nurse found that the patient's heart rate was bradycardic, the unit had no power, and the canister was full of blood. It is unknown when the unit's power was turned off. Emergency medical care was taken, but the patient subsequently expired. On dec 17 2015, the following was reported to the kci (B)(4) representative by the physician: a break was observed in the blood vessel about 1 cm from the nerve center side from the groin where the activ.a.c. Therapy unit was applied. The relation with activ.a.c. Therapy is unknown. On dec 21 2015, kci quality engineering completed a device evaluation which determined that on aug 20 2015, kci (B)(4) field service completed a quality control (qc) inspection that found the unit passed the qc checks and met specifications prior to patient placement. On nov 16 2015, kci kk field service performed a qc inspection that found no fault with the device after placement with the patient. On jan 08 2016, a review of the event history in kci qe did not reveal any evidence of device malfunction during placement. This customer complaint could not be substantiated by kci quality engineering.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the patient expiring due to bleeding is related to activ.a.c.® therapy. The physician stated, "the break of the vessel was clean and the reason for the break was unknown." However, the physician could not rule out v.a.c.®therapy as a potential contributor to the patient's demise. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On jan 15 2016, the kci kk representative received the following additional information from the physicians and the nurses: on (B)(6) 2015, a patient was admitted to their hospital for an aortic dissection. On the same day, the patient underwent an ascending artificial vessel replacement operation in the right groin. After the operation, the patient was transferred to the intensive care unit with percutaneous cardiopulmonary support (pcps) in placed at the right groin surgical site, was on ventilator support, and sedatives in order to stabilize the patient's condition. On an unknown date the patient's condition improved and the pcps was removed and sutures were placed to close the right groin surgical site. On (B)(6) 2015, the right groin surgical site dehisced and v.a.c.® therapy was started. At the time of initial placement of v.a.c.® therapy, there were symptoms of infection, but the symptoms and condition of the wound were improving after v.a.c.® therapy placement. The v.a.c.® granufoam dressing was replaced about twice a week. The unit's negative pressure was at 125mmhg continuous treatment mode and the wound drainage was about 150ml per day. On (B)(6) 2015, when the surgeon replaced the v.a.c.® granufoam dressing, it was noted there was no intrusion of granulation. The wound was clean with much lymph fluid present. After cauterizing the wound with the electric cautery, the wound was cleaned. The patient's wound depth could not be confirmed at the time of the dressing change because the patient had a 20kg weight gain since admission and there was a large amount of adipose tissue present. The nurse(s) had to help press the extra adipose tissue in the wound in order to apply the foam to enable v.a.c.® therapy to continue. On (B)(6) 2015 at approximately 10:00, the patient's pulse and arterial pressure alarms sounded. The nurse in charge entered the patient's room and found the patient's heart rate in the fifties and the atrial blood pressure critically low (10 to 20). There was blood on the patient and in the canister. A break was observed in the blood vessel about 1cm away from the nerve center side. The sutures that were placed after the removal of the pcps remained unchanged with no formation of a bulge seen. The break of the vessel was clean and the reason for the break is unknown. The blood vessel was clean where it was sutured. It took the medical staff some time to peel the large amount of adipose tissue off the wound in order to find the bleeding location. Medical measures were taken using adrenalin and the other medicines. On (B)(6) 2015 at 16:14 the patient was confirmed dead. No autopsy was performed. There were no non-adherent gauzes used.